Event description:
Customer was in the middle of performing x-ray exam when pt arrested. Health personnel tried to lower x-ray table without success. Table was nonresponsive. Main circuit breaker in equipment room had been tripped, but this was unk at this time. Philips has received minimal details on this event from site after repeated attempts to get info. Investigation is still on-going on this event.

Manufacturer narrative:
H6: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.